Manufacturer narrative:
The insulin pump involved in this event is the ngp 640g. Insulin pump which is not marketed in the united states. However, the device is similar to the ngp. Insulin pump, which is marketed in the united states (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a keypad anomaly. Troubleshooting was performed and found that there was no stuck button alarm. The customer was able to access the menu screen, with an up arrow and down arrow pump screen get navigated. It was found that the pump was exposed to moisture and stated that the button was not unresponsive during an easy bolus attempt. No harm requiring medical intervention was reported. The customer will discontinue using the pump and the pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test. Pump failed self test due to pump error 63. Verified the pump alarmed pump error 63 variable 3 in pump downloaded history on (B)(6) 2023 at 09:47:45.000 due to ambient light failure. Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found burnt trace at pin 1 due to moisture damage. All buttons function with intermittent response. No damage noted to keypad assembly and j1 connector on pcba 1 was locked properly during visual inspection. Pump failed keypad voltage test with back, left, up, select and down button measurements of 2.2v due to a low impedance circuit. Low impedance circuit was caused by burnt trace at pin 1 of u1 chip. Unit successfully downloaded to thus. Pump was cut open to perform visual inspection and moisture damage was noted on pcba 1, pcba 2, motor and force sensor. The following were noted during visual inspection: pillowing keypad overlay and missing display window cover. Keypad functioned with intermittent response. Keypad unresponsive and pump error 63 variable 3 confirmed due to burnt trace at pin 1 of u1. Pump exposed to moisture confirmed on pcba 1, pcba 2, motor and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.